Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped due to over-sensing. More information was requested, but not provided.

Event description:
New information noted that atrial lead over-sensing was discovered during an in clinic visit. Patient was stable post procedure.